Event description:
Study patient had wound leakage and infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - muller cup 28 x 48mm , item 130918, lot 6033187. Therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient (B)(6) had wound leakage and infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had wound leakage and infection. An arthrotomy of the hip was performed.